Manufacturer narrative:
(B)(4).

Event description:
A consumer reported having to charge very, very, very often. She saw her surgeon and he did not think it should be that often and that it must be defective and the consumer thought that it was defective as well. The surgeon did not check the device parameters, he just told the consumer that based on his experience. She had to charge every day and a half and it took five (5) hours for her to charge and sometimes it went off because it was too hot and was painful for her even if she had a shirt between the charger and her skin. The consumer reported the recharging problems have gotten worse and worse over time. Troubleshooting reviewed how programmed parameters affect recharge interval and the health care professional (hcp) should have the device checked to see if the recharging frequency is normal for the patient. The consumer wanted to have the device removed if she had to recharge this frequently. She was directed to contact her hcp. Follow-up was being conducted to determine steps taken to resolve the reported issue. If received, this event will be updated. Indication for use included non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that since implant they had to charge the implantable neurostimulator (ins) every day for almost two hours, which was too often. It was noted the ins had ¼ of a battery when they started recharging, and according to the neurosurgeon and pain doctor, who the consumer saw recently, it wasn't normal to charge this frequently.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, regarding the increase in recharge frequency, an adjustment to the stimulator was made, but then the efficacy of the pain blocker was decreased. Less pain relief was what happened, which was counter-intuitive to the whole purpose of this device.